Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported actuator knob detachment was confirmed via returned device analysis. Damage was noted on one side of the actuator knob from what appeared to be due to an impact. This device issue was not attributed to a manufacturing deficiency, but rather, is potentially related to shipping and opening of the device. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint-handling database indicated there are no similar incidents reported from this lot for this deficiency. Based on the evaluation, no corrective action is required.

Event description:
It was reported that the mitraclip delivery system was removed from the white box, then removed from the sterile packaging, then placed on the back table inside the clear plastic mold. A rattling was heard in the packaging. It was then noticed that the blue actuator knob was not attached to the cds. Since this was noticed right away, the cds was not used in the patient. There was no patient involvement. There was no clinically significant delay in procedure. Another cds was used to complete the procedure without further incident. Two mitraclips were implanted reducing the mitral regurgitation from grade 4+ down to 2+. There was no additional information provided.

Manufacturer narrative:
(B)(4). The mitraclip was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.